Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported that the 31g pen needles did not aspirate the insulin from the vial. Customer stated that this issue occurred with 25 out of 100 of the pen needles. Customer stated the package had not been open or damaged when received. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported. Customer declined to return the pen needles to the manufacturer for investigation.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note 1: pharmacist contacted manufacturer on 05-jan-2023 to advise customer had contacted pharmacy regarding the pen needles. Pharmacist was informed of manufacturer's policy regarding product replacement. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.